Manufacturer narrative:
The site's biomedical technician suspected that the reported event was caused by a malfunctioning hand switch 3d button as the cable was often widely extended which might have caused potential damage to the inner wires. Hand switch was not returned to manufacturer for analysis, therefore, no findings are possible. Part not returned.

Event description:
A site representative reported that, while in a procedure, the 3d scans were stopping halfway through. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: the reported hand switch was replaced which resolved the issue. Replaced hand switch was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
(B)(4).